Event description:
It was reported that an insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units initially observed. Blood glucose levels of the customer were not adversely impacted. The caller successfully completed steps to address the issue, including using room temperature insulin and loading a new cartridge as guided by technical support, resulting in the discrepancy resolution without the need for a cartridge return.